Manufacturer narrative:
(B)(6). The event occurred on an unspecified date of 2021. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there is an unspecified quantity of minicaps that were reused because the supplies were out of stock. This occurred during an unspecified process step of peritoneal dialysis therapy. The patients were re-trained regarding the single use of the device. There was no patient injury or medical intervention associated with this event. No additional information is available.